Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h6(investigation findings), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord could not be pulled out further after being pulled out 1 meter. There was no patient involvement. A getinge field service engineer (fse) confirmed the power cord cannot be pulled out further after 1 meter. The hospital is still waiting for spare parts, and the repair will be completed after the parts arrive. The investigation shall be closed now. If any additional information received about part replacement, the complaint will be reopened and update.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord could not be pulled out further after being pulled out 1 meter. There was no patient involvement. Service is not completed yet. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: gettinge field service engineer not visited the site.

Event description:
N/a.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) power cord could not be pulled out any further after being pulled out 1 meter and it could not be retracted. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: d4 (UDI). The failure analysis and testing dept. Received part number reel, ac power cord serial number (B)(6) with a reported unit failure of retraction is faulty. The failure analysis and testing dept. Performed a visual inspection and observed that the lower right-hand corner of the reel is damaged where it screws into the cardiosave cart. The fat was able to replicate the complaint of the retraction of the power cord being faulty. The power cord does not retract smoothly into the reel. The reel ac power cord failed testing. Retaining the reel in the fat per procedure number (B)(4) rev.as. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is user-operational context.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the power cord cannot be pulled out further after 1 meter. After replacing the cable reel the iabp is working properly. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.